Event description:
It was reported that during the procedure in the left external iliac artery, crossover access was performed using a 6f non-abbott sheath and a 180cm non-abbott guide wire. Pre-dilatation of the lesion was performed using a 6x60x80 fox plus balloon. An 8x100 absolute pro stent system was advanced to the target site and the physician attempted to deploy the stent by turning the thumbwheel. After turning the thumbwheel approximately 2 cm, the thumbwheel stopped turning. Force was applied to the thumbwheel without success. The physician dismantled the handle and manipulated the device to fully deploy the stent. Angiography showed good results. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.guide wire: terumo 0.035 stiff, sheath: 6f balkin cook crossover. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional, relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The failure to deploy could not be replicated in a testing environment as the handle was returned unassembled. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.